Event description:
It was reported that a catheter twist occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross 18 imaging catheter was selected for use. During the advancement the entire catheter was twisted on itself. The device was removed intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter twist occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross 18 imaging catheter was selected for use. During the advancement the entire catheter was twisted on itself. The device was removed intact from the patient. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the site and lesion access were lost, and the entire device was removed from the patient.